Manufacturer narrative:
(B)(4). Anti-backup failure, jaws unable to open after assisted, sticking. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the antibackup feature being non-functional, three unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next three firing sequences conforming clips were fed; however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A possible cause for this issue is that an incorrect stack inside the shaft is creating forces that do not allow the jaws to open immediately after releasing the trigger. The remaining seven clips were conforming but during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Please note that an investigation has been initiated to address the potential root cause of the sticking and opening issues. No incident related to the reported event was observed during the batch record review. The analysis results for the el5ml device (b) found that it was returned in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the cam got broken during the first firing sequence; however, a conforming clip was formed. The remaining clips were ejected due to the condition of the cam. The device locked out as intended but the orange indicator indexed two times during the 15th firing sequence thus, it over traveled. These findings are not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Broken cam, ejected clip, orange indicator over traveled. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices locked out on the initial firing. A third device was used to complete the procedure. There was no patient impact.